Event description:
Boston scientific received information that during an normal device replacement procedure it was not possible to remove this right ventricular lead from the device header. The header of the device was cut as it was not possible to rotate the setscrews with a competitor torque wrench. Upon cutting the device header it was noted that the tip portion of the torque wrench was left in the rv negative port, and there was a foreign object in the slot of the setscrew. Finally part of the right ventricular lead was cut and removed while the other portion was surgically abandoned and remained in the patient. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon additional information this investigation will be updated.